Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. During inspection, it was noted that the tubing of the pressure gauge was seated over the filler neck. This led to the reported overflow into the device during the filling procedure. In order to fix the issue, he re-seated it. A functional control and a test run were performed and passed with no further issue shown. The device was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report stating that the heater cooler 3t system was leaking water from the right side during the filling phase of the disinfection procedure. There was no patient involvement.